Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the customer will resolve the issue. The field service engineer confirmed with the customer that the device will be replaced with a brand-new unit, and no investigation required from customer side. The system functioned as intended after customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ cii safe, the door was unexpectedly opened, even after it was closed properly, all-white screen appeared and showing the message "processing complete," and then the screen froze. The customer reported that the issue arose while retrieving the medication, resulted delay in dispensing process. There were no adverse events or injuries reported based on this incident.